Event description:
Additional information provided by a nurse from the user facility indicates that the pt had a good outcome following surgery.

Event description:
An o.r. Supervisor reports that during intraocular lens (iol) implant surgery, something was wrong with the iol. Although the o.r. Supervisor indicated there was no injury to the patient, the incision was enlarged to faciliate cutting the iol in two for removal and replacement. Additional information has been requested.